Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that the patient condition; patient's calcified vessels was the most likely cause of the limb ischemia. The failure mode will be monitored and trended. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The medical center discarded all impella pump and introducer sheath product at the time of explant. No benchtop analysis to root cause is possible. The contribution of the active CPR during impella insertion can not be denied. The causal relationship is not known. The failure mode will be monitored and trended. Should more information be shared that leads to root cause, a final report will be filed. Of note in the IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Event description:
The medical center had an impella cp inserted via the femoral artery to support a patient during a surgical work-up . The patient developed limb ischemia and an access site bleed. The limb lost pulses and the hematoma prompted vascular repair. The placement was noted to be done emergently during CPR, which may or may not have contributed to the vascular issue.